Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope's plastic part of the image guide water main fell off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the resin part of the tube was missing. The cause of the missing resin was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. The endoscope damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.